Event description:
New information noted that it was confirmed this device was subject to cold temperatures below pre-eri and has now recovered to normal levels.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the battery capacity at 10% remaining longevity level was noted via merlin.net transmission. The device was subject to cold temperature prior to implant. It was discussed that this is likely a diagnostic anomaly due to cold temperature exposure. The patient will be monitored.